Event description:
The customer reported to olympus, the power of the video system center could not turn on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. It was reported that an olympus local sales representative was able to confirm the reported problem directly at the site. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The otv-si2 device was received and a start-up test of 100 times or more was conducted as well as a continuous energization test of 10 hours or more, and a vibration test to the housing, the phenomenon was not confirmed. No abnormalities were found when the housing and appearance were checked. However, an olympus local sales representative was able to confirm the reported problem directly at the site. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.